Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05104. It was reported that shaft break occurred. The target lesion was located in a coronary artery. Two guidezilla¿ ii 6f long guide extension catheters were selected for use. During the procedure, it was noted that a separation occurred between the hub and the extension portion of the guidezilla¿ ii that connects to the hypotube. The device was able to be removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned in two pieces. Microscopic and tactile inspection of the hypotube, collar, distal shaft and the tip observed a complete separation at the collar transition/hypotube area at 2mm proximal of the collar. The collar was also noted to be kinked at the distal edge of the colar shaft area and the flat spots of the distal shaft were noted located at 5cm, 7cm and 17.5cm from the tip of the device. The edges of the collar transition/hypotube area was jagged, suggesting the area was kinked prior to the separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05104. It was reported that shaft break occurred. The target lesion was located in a coronary artery. Two guidezilla ii 6f long guide extension catheters were selected for use. During the procedure, it was noted that a separation occurred between the hub and the extension portion of the guidezilla ii that connects to the hypotube. The device was able to be removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.